Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. No sample is expected for evaluation. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that two days following lasik, the patient presented with a corneal abrasion in the right eye. The abrasion was located infero-temporally, and was approximately 3 x 1.5 millimeters in size. The patient reported a burning sensation. A bandage contact lens was placed to treat the event. In a follow up, the optometrist reported that the event resolved with the treatment, nine days later. The patient reported that the comfort has improved, but some dryness remained. Per the optometrist, the dryness is expected to resolve with the increased, temporary use of artificial tears. No further information is expected.